Event description:
The pt ((B)(6)) received an scs system including two percutaneous leads from the same lot on (B)(6) 2011. It was reported that six of the eight contacts on both leads exhibit invalid impedance measurements. The stimulation provided through the functioning contacts, is said to be painful for the pt. Currently, the pt has temporarily ceased use of the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.